Event description:
It was reported to covidien on (B)(6) 2014 that a customer has an issue with a dialysis catheter. The customer stated that the soft transparent silicone extension part of the catheter was perforated and oozing the blood. There were no clamps/hemostats or other devices used on that section of the catheter. The catheter was removed on (B)(6) 2014. No other additional information is available.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product sample consisted of a one catheter palindrome 19/36 kit w/ slot. The catheter was cut approximately 4.5 cm. A visual inspection was performed and a hole was found on the venous silicone extension tube. A functional test (underwater test) was performed and bubbles were detected. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Clamping the catheter repeatedly in the same spot could weaken the tubing: change the position of the clamp regularly to prolong the life of the tubing. Avoid clamping near the adapter and hub. The most probable root cause can be due to improper use of sharp objects. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection at the final stage of production and pressure test during manufacturing process per procedure, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.